Event description:
It was reported that a spectrum pump had a broken lower switch. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported, "broken lower switch." Evaluation found a failed upper link switch. There was evidence of system error 322 in the history log, which is most likely what the reported symptom is referring to. The device was found out of specification in relation to the system error 322 which was confirmed through the history log but not reproduced. The upper auxiliary assembly was replaced to correct the condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04477 can be removed from the FDA database.